Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing. Review of the transmission revealed possible myopotential oversensing on the ventricular channel. Programming changes were recommended if the oversensing is reproducible with deep breathing and/or coughing.